Manufacturer narrative:
Box b and h is updated in this report.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP device. The patient alleged memory loss. In addition, the patient also reported eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, chronic cough, ear infection, shortness of breath, and vertigo. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.